Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Also, since the reagent lot is unknown, a review of the distribution records of list 04j27 to this customer was performed and identified lot number 08559li00 as the last reagent lot that was shipped. Therefore, the evaluation will be performed for lot number 08559li00 as representative for the unknown likely cause reagent. A retained kit of architect hiv ag/ab combo reagent, list number 4j27-22, lot number 08559li00 was successfully calibrated with all control values within specifications. To assess the outlier rate, 300 replicates of positive control 1 were tested. No outliers were identified and no (B)(6) results for the positive control 1 were generated. To assess analytical sensitivity of this assay, three sensitivity panels (1, 2 and (B)(6) go) were tested in replicates of three and the results were within the specifications. To assess clinical sensitivity of this reagent, two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) were tested. The results were compared with data from the manufacturer for these seroconversion panels with the architect hiv ag/ab combo assay. For both seroconversion panels the reagent lot 08559li00 detected the same bleeds as (B)(6) as the data from the manufacturer. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hiv ag/ab combo assay package insert contains information to address the customer's current issue. Based on the current evaluation, it was determined that the architect hiv ag/ab combo reagent, lot number 08559li00, is performing acceptably. A product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4). (B)(6).

Event description:
The customer states that one patient sample generated a false (B)(6) result with the architect hiv ag/ab combo assay. S/co results of (B)(6) were generated. No suspect results were reported from the lab. There is no impact to patient management reported.